Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device broke during the procedure. All pieces were able to be retrieved.

Event description:
It was reported that the device broke during the procedure. All pieces were able to be retrieved.

Manufacturer narrative:
Alleged failure: "drill tip snapped and was successfully removed, used other instrumentation to complete instead of the femoral eye loop drill. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be user excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.